Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: the customer stated that the hcu40 displayed the error message "cplg. Water flow too low". Additional information: the incident occurred during patient treatment, there were no negative consequences for the patient or delay in surgery. The device was exchanged. (B)(4).